Manufacturer narrative:
The results of investigation are inconclusive since the device was not returned for analysis. A review of the device history record was not possible, lot and serial number was unavailable. Based on the info rec'd, the cause of the reported incident could not be conclusively determined. Device not returned.

Event description:
During a paroxysmal atrial fibrillation ablation procedure using ensite velocity and a therapy cool path duo ablation catheter, pulmonary vein stenosis was reported. During the procedure, pt movement caused a slight shift while using the system reference as the positional reference. Enguide alignment was used to correct this, but after a while a major shift occurred, indicated by the spiral catheter being outside of the geometry. The pt patches were checked, revealing the left patch was loose. Near the end of the procedure, there were difficulties placing the spiral catheter back into the left inferior pulmonary vein to verify successful ablation. Angiography of the left inferior pulmonary vein revealed severe stenosis. The pt was asymptomatic. A f/u CT will be performed in 8-12 weeks to check for stenosis.